Event description:
Physician successfully deployed one endeavor sprint drug-eluting stent to a lesion in the lad. Lesion was reported to have 90 % stenosis and moderate tortuosity. The physician then attempted to implanted another endeavor sprint drug-eluting stent through the previously implanted stent after pre-dilation. However, resistance was encountered when advancing the relevant device to the target lesion. The device was removed from the patient and confirmed that the stent strut was deformed. The procedure was completed successfully by performing poba. No health hazard was occurred to the patient. Evaluation summary: the stent was positioned between the marker bands as per specifications. The first three distal stent segments were raised and deformed.

Manufacturer narrative:
Evaluation results: related to operational context ¿ (stent damage is most likely procedural related). Inherent risk of procedure¿ (failure to deliver stent and stent deformation). (Deformation problem). Evaluation conclusions: related to operational context ¿ (stent damage is most likely procedural related). Inherent risk of procedure¿ (failure to deliver stent and stent deformation). (B)(4).